Event description:
Catheter placed without difficulty through the right jugular. Position of the catheter was verified. After an unknown amount of time, a wedge pressure was unable to be obtained and ¿balloon breakage was seen¿. Attempts were made to remove the catheter without success. The catheter was cut at its most distal portion. The rest of the catheter was left in the patient. The was patient was released from the hospital with the catheter still in place. Clinicians were attempting to figure out how to remove catheter from patient. There is no further information from the institution at this time.

Manufacturer narrative:
The device was not returned for evaluation; without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A supplemental will be forthcoming with any additional information. A review of the manufacturing records indicated that the product met specifications upon release.